Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from his insulin pump. The customer called in regards to a temporary basal that cannot set more than 114%. The customer's blood glucose reading was 481 mg/dl. The customer was advised to set his max basal to 0.40%. The customer declined to troubleshoot for high blood glucose.